Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample is available for investigation. Without the actual sample , a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record at in-process inspection and at final control inspection and there were no such defect encountered.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): doctor said the patient was intended to accept a one leg total knee replacement surgery. Since the patient is obese who may have higher risk for ga, she decided to use spinal anesthesia in this case. When the patient ready and in lateral recumbent position with the hips, knees, and chin flexed, doctor started to insert our spinocan 25g between l4 to l5 but the first needle was failed and bended. Then she took another spinocan 25g needle to insert in the same place again. The needle was inserted into patient's body but she found the position of the needle tip was not in the right place. She tried to pull the needle out of the patient body then the needle was broken. She requested an urgent x-ray examination immediately and found the location of the broken needle. Then she asked the surgeon to execute a small operation to take the broken needle out of the patient body. The total knee replacement surgery was not able to be executed since the anesthesia was interrupted and the patient left the hospital after some simple therapy. Doctor keep follow up the situation of the patient and no harm was found so far.